Event description:
It was reported that an applicator deployment occurred. The wearable was inserted into the abdomen on(B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken needle was found in connection to the reported event. The probable cause of the broken needle could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).